Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, non-calcified distal left anterior descending artery (lad). A turntrac guide wire (gw) failed to cross the medial vessels of the lad and the ramus interventricularis anterior due to the anatomy, in which a non-abbott gw was used to reach that lesion while the turntrac was still placed. The turntrac was then pulled back and got caught in the non-abbott gw when the coils started to detach, but the core was intact as the gw remained in one piece. It was decided to remove the turntrac gw altogether with the dilatation balloon catheter, to avoid loss of the distal tip of the gw. Another non-abbott gw and stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported break was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the non-abbott guide wire as the turntrac guide wire was pulled back resulted in the reported difficult to remove. Manipulation and/or interaction with the anatomy and/or other devices resulted in the noted teflon coating damages (scratched/scraped, flaked), the noted stretched coils and ultimately resulted in the reported tip break/noted core break. There is no indication of a product quality issue with respect to manufacture, design or labeling.